Event description:
Account stated that this bed had error code and the hi/low was moving down on its own.

Manufacturer narrative:
Several attempts were made to contact the account to obtain resolution without success.